Event description:
The customer's husband initially called to report no delivery alarms on the insulin pump. During troubleshooting, the customer noticed that insulin was leaking past the o-rings of the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.